Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the customer implanted ureteral stent 788726 into a patient. The patient returned to the hospital on (B)(6) 2025, for stent removal. The procedure proved difficult during extraction, and upon removal, the stent was found completely encrusted with stones. The customer believed that the stent became completely encrusted with stones within less than two months of placement contradicts the long term retention capability promised in their product documentation. Consequently, the customer suspects a product quality issue and had filed a complaint.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the one photo sample noted showed the ureteral stent with visible calcification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the customer implanted ureteral stent 788726 into a patient. The patient returned to the hospital on (B)(6) 2025, for stent removal. The procedure proved difficult during extraction, and upon removal, the stent was found completely encrusted with stones. The customer believed that the stent became completely encrusted with stones within less than two months of placement contradicts the long term retention capability promised in their product documentation. Consequently, the customer suspects a product quality issue and had filed a complaint.